Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and lumbar r adiculopathy. The rep reported that the patient¿s therapy turns off when they are recharging. They stated that the patient usually sets up to recharge their battery and then takes a nap while laying on their stomach or side. The rep added that when the patient wakes up, the battery level is full, but the therapy automatically shuts off. The rep stated that they interrogated the implantable neurostimulator (ins) and the battery looks fine. They mentioned that the patient has already reported this to their healthcare provider. Technical services reviewed that the patient may need to start recharging sooner than later, and also reviewed that it is not recommended to recharge while sleeping. No further complications were reported or anticipated.